Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the device has not been working for a while now, she said sometime in 2019 but she doesn't know the month. Patient said she is really dealing with something that is affecting her mentally. Patient said the device was implanted to help her bladder but she had no control of her bladder and wasn't able to hold it. Patient said when she first started using the device it helped then it stopped helping. She said that sometimes she can feel the implant through her skin and sometimes she can't. Patient is using a lot of depends because she cannot get to the bathroom. It was confirmed stimulation was off. Troubleshooting wasperformed to turn stimulation on and patient increased stimulation to 8.5 but was not able to feel stimulation. Patient was advised to follow up with the healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ¿bladder was ¿going crazy¿ and they ¿can¿t get from the bed to the toilet because the moment she stands up the urine starts to flow and she has no control of it¿. They also did not feel the stimulation. The issue started a couple of weeks ago ((B)(6) 2019). The patient stated that their normal settings were around ¿2.0 something¿. They had tried to increase the settings but that had not helped. The patient would like to adjust the stimulation settings. It was noted that they had contacted their doctor¿s office but had not heard back. Using the programmer, it was determined that the patient was on program 1 ¿5 something¿ and the stimulation was on. The patient was walked through increasing the stimulation to the maximum settings on programs 1, 2, 3, and 7 (skipped programs 4-6) but they felt nothing (not feeling any stimulation in bike seat area). The patient stated that they have had some falls but no falls they felt were related to the current issue. They had not fallen on the ins. The patient also reported that sometimes they felt the ins very prominently in their body and sometimes it felt small. The patient was redirected to follow up with their healthcare professional (hcp) for the issues. There were no further complications reported or anticipated.